Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced a prolonged wake button response, taking approximately 10 to 15 minutes to turn on, though the device functioned once awakened; the user expressed concern about delayed access to announcing meals or pausing therapy. Symptoms included no reported adverse clinical effects. Outcomes included no reported clinical impact such as medical intervention or hospitalization. Investigation included customer troubleshooting and education. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.